Event description:
It was reported that during repair at the manufacturer facility, the core universal driver was running in safe mode. No medical intervention and no adverse consequences were reported with this event. As this event occurred during repair, there was no patient involvement and no delay to a surgical procedure.